Event description:
It was reported that the patient presented in-clinic for a generator change, right-atrial (ra) lead and right-ventricular (rv) lead changeout procedure. Previously upon interrogation it was noted that the ra and the rv lead exhibited oversensing of noise resulting in pacing inhibition and low pacing impedance. As a resolution the ra and the rv leads were capped and replaced on (B)(6) 2025. The patient condition was stable.

Event description:
Additional information received noted that the right-atrial (ra) and right-ventricular (rv) leads had caused extra-cardiac stimulation as well.